Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the c2safe was not powered. A field service engineer removed it from the wall enclosure and found that the ups unit was unresponsive. After bypassing the ups, the safe continued to show no signs of response. The engineer then opened the electronics drawer to verify that all cables and connections were secure. Then, the engineer reseated all power cables and plugs to resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ cii safe went to a reboot screen and subsequently lost power, rendering it unable to restart. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.